Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during a routine follow up, the right ventricular lead exhibited high impedance and high thresholds. The physician suspects a dislodgement of the lead. The physician has decided to follow the patient more closely and an intervention is not planned at the present time. The lead is still in use. No patient complications have been reported as a result of this event.